Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) university. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs100 intra-aortic balloon pump (iabp) unit had an automatic inflation failure. There was patient involvement but no harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) after reporting the problem to the repair engineer, the hospital switched the equipment and continued treatment. No harm was reported. The customer did not accept the repair offer.